Manufacturer narrative:
Device description reported as unknown 64 osteolock cup. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient was revised for instability. Cup, liner and head were removed and reimplanted. Left hip.